Manufacturer narrative:
Based on the event information provided, there was no concern with the functionality of the device and no device deficiency is suspected. The device was explanted due to mis-sizing and user error. No further investigation is warranted at this time. This event was reported in a conservative manner, due to unknown patient impact. Device not available for return

Event description:
It was reported that a perceval valve was implanted and explanted due to inappropriate sizing. There was no concern about the performance of the device. No other information is available.